Manufacturer narrative:
Continuation of d10: product ID 3708140 lot# serial# (B)(6); implanted: (B)(6) 2021: product type extension product ID 3708140 lot# serial# (B)(6); implanted: (B)(6) 2021; product type extension product ID 977c265 lot# serial# (B)(6); implanted: (B)(6) 2021; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). It was reported that the therapy was ineffective. Patient desired removal. The devices were returned to manufacturer.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp did not clarify the therapy being ineffective, noting no specific cause was identified. There was many attempts at reprogramming, and were ineffective in improving. The system was explanted, resolving the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 3708140 lot# serial# (B)(6) im planted: (B)(6) 2021 explanted: product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for this event description.